Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the cartridge arrived in a clean status with visible damage but without the fragments. The components have been examined visually and microscopically with the digital microscope. A visual inspection of the cartridge. A broken part was discovered. A wrong position was also found of one of the clips and visual damage on the lateral web. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications, valid at the time of production. The root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). The footplate of cartridage was deformed after opening the packing.